Event description:
It was reported that balloon rupture occurred. The 60% stenosed target lesion was located in the moderately tortuous and moderately calcified lower patellar artery of lower limb. A 3.0mm x 150mm x 150cm sterling sl balloon catheter was advanced for pre-dilatation and was inflated to 6 atmospheres. The device was removed through sheath. After removal, it was found that the balloon had burst, and the catheter was twisted. The procedure was completed with another of same device. There were no complications were reported and the patient status was stable post procedure.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6).

Manufacturer narrative:
Initial reporter facility name: (B)(6). Device evaluated by MFR: the device was returned for evaluation. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed buckling to the guidewire lumen 14cm from the tip. Microscopic examination revealed no additional damage. The device was inflated to rated burst pressure and it was able to hold pressure. Inspection of the remainder of the device presented no other damage or irregularities. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The 60% stenosed target lesion was located in the moderately tortuous and moderately calcified lower patellar artery of lower limb. A 3.0mm x 150mm x 150cm sterling sl balloon catheter was advanced for pre-dilatation and was inflated to 6 atmospheres. The device was removed through sheath. After removal, it was found that the balloon had burst, and the catheter was twisted. The procedure was completed with another of same device. There were no complications were reported and the patient status was stable post procedure.

Event description:
It was reported that balloon rupture occurred. The 60% stenosed target lesion was located in the moderately tortuous and moderately calcified lower patellar artery of lower limb. A 3.0mm x 150mm x 150cm sterling sl balloon catheter was advanced for pre-dilatation and was inflated to 6 atmospheres. The device was removed through sheath. After removal, it was found that the balloon had burst, and the catheter was twisted. The procedure was completed with another of same device. There were no complications were reported and the patient status was stable post procedure.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital. Device evaluated by MFR: the device was returned for evaluation. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed buckling to the guidewire lumen 14cm from the tip. Microscopic examination revealed no additional damage. The device was inflated to rated burst pressure and it was able to hold pressure. Inspection of the remainder of the device presented no other damage or irregularities. No other issues were identified during the product analysis. This report is being filed to correct the model number and unique identifier (UDI) # in response to an FDA request.